Event description:
It was reported that the internal battery charge dropped 70% in a short period, reaching 5%. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to charge the pump with known working supplies, and cts planned to investigate and follow up. It was confirmed that no shutdown occurred, and cts educated the customer on battery best practices, advising them to monitor the system and report back if the issue persisted.